Event description:
During an ablation procedure, the catheter was inserted into the patient via an agilis small curl introducer. Blood was noticed at the catheter to cable connection port and when the cable was disconnected, blood had traveled to the inner part of the catheter. The catheter was removed from the left atrium and it was noted that the outer layer of the catheter was torn and blood was entering into the inner shaft of the catheter. The catheter was replaced and the procedure was completed with no patient consequences.

Manufacturer narrative:
The outer shaft material was torn, exposing the braided shaft of the catheter, consistent with the reported tear. Upon further investigation, blood was found in the connector plug and within the handle of the device, consistent with fluid ingress caused by the tear and the reported ¿pool of blood¿. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear in the catheter shaft is consistent with damage during use.